Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn (B)(4) for details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they had a 22-gauge IV leak at the sponge site causing blood to get everywhere. There was no medical intervention required. There were no patient harm or adverse events reported.